Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited p and t-wave oversensing resulting in storage of untreated episodes. The primary sensing vector was reprogrammed to secondary and monitoring was continued. Additional information was received that this device later exhibited oversensing of noise while the patient brushed their teeth resulting in delivery of an inappropriate shock. Noise was able to be reproduced in secondary and alternate sensing vectors. No noise was able to be reproduced in primary sensing vector. Technical services (ts) reviewed the stored episode and discussed the noise was consistent with electromagnetic interference (emi) and not muscle noise. The device was left programmed to secondary sensing vector and monitoring will be continued. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.